Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee left cephalic vein. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres and a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.